Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of thrombosis, as listed in the multi-link vision coronary stent system instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient underwent the procedure for treatment of the right coronary artery after suffering cardiac arrest, during which a 3.5x23 mm rx vision stent was deployed. One day post procedure, during the same hospital stay, the patient was experiencing chest pain. Angiography revealed in-stent thrombosis had occurred for which a balloon catheter was used for treatment. No additional information was provided.